Manufacturer narrative:
A ge service rep performed an onsite investigation. The iris collimator was evaluated and identified as requiring replacement. The required component was ordered. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system displayed iris collimation errors resulting in the inability for the system to boot to a usable state resulting in a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.